Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin while away from home, followed by an occlusion alarm after a supply change and meal; a system check showed no leakage at the ilet or infusion site, tubing fill confirmed proper insulin flow, and the user reconnected and continued therapy. Symptoms included elevated blood glucose with a reported peak of 243 mg/dl without ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia lasting about one hour without medical intervention, hospitalization, or need for assistance. Investigation included remote data review and guided troubleshooting, including site inspection and a tubing fill test. Investigation of this case revealed no device malfunction detected and no leak or flow obstruction observed during checks, and bg subsequently returned to range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.